Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra link meter was not displaying the ¿apply blood¿ message. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged meter issue began on (B)(6) 2021, at 5:10 am. The patient informed the cca that the subject meter did not power on after pressing the ¿ok button¿ and only showed erratic numbers after inserting a test strip. The patient manages her diabetes with humalog and lantus insulin (self-adjuster) and adjusted her dose of lantus insulin from 2 to 1 units per day and changed her humalog insulin dose from 20 to 15 units on (B)(6) at 9:30 am. The patient indicated that at 5:10 pm she started to feel ¿bad¿ and developed symptoms of ¿tremors, sweating¿ and ¿her body began to stiffen¿. She then tried to use the meter, but the meter did not work due to the alleged issue. The patient¿s mother treated her with coke and sugar and called the ambulance. Upon arrival the paramedics obtained a blood glucose reading on the emergency medical services (ems) meter of ¿33 mg/dl¿. The paramedics explained to the patient that her blood sugar before the sugary drink was quite possibly 20 mg/dl. The paramedics treated the patient with a glucagon injection. During troubleshooting, the cca confirmed that the meter did not turn on by pressing the ¿ok button¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.